Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device delayed the analysis of the heart rhythm and the device gave a "shock advised" prompt for a rhythm clinicians believed was "non-shockable". Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation; instead, the data file was sent as part of the investigation. Review of the clinical data file indicated that the underlying rhythm appeared to have some signal corruption which appears to be CPR continued through the first analysis segment. CPR was halted between segments 1 and 2 that led to the decrease in frequency of peaks. The irregular and unorganized patterns of electrical activity resulted into the shock advised response. The device worked within the limitations of the available technology. No trend is associated with reports of this type.